Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 434 mg/dl at the time. The customer also reported that she received no delivery alarm. She was assisted in troubleshooting and it was reported that the alarm was resolved by changing complete set. The customer was assisted in performing 5 unit fill cannula test and it was reported that the insulin exited. The insulin pump will not be returned for analysis.